Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the hcp that immediately after initial ''intersation'' a system leakage occurred between the catheter and the hub of the catheter. When rinsing, saline solution has leaked on the side. Catheter needed be removed again. It was stated that it was not possible to adequately and securely connect the catheter tube to the hub. A new peripheral venous catheter was placed. Patient could not be discharged.

Event description:
It was reported by the hcp that immediately after initial interstation a system leakage occurred between the catheter and the hub of the catheter. When rinsing, saline solution has leaked on the side. Catheter needed be removed again. It was stated that it was not possible to adequately and securely connect the catheter tube to the hub. A new peripheral venous catheter was placed patient could not be discharged.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the assembly of the device. The product returned for evaluation was one 20 ga groshong midline catheter. The labeling and product information was not provided. The sample was returned in two sections. The catheter was received separated from the two-piece connector hub. A suture wing was attached to the catheter. The catheter was flushed with water using a 12 ml syringe and a leak was observed 1 cm from the proximal end. Microscopic observation of the leak location revealed an angled longitudinal split. The edges were observed to be rough internally and externally. The oversee was removed from the connector. Microscopic observation revealed the metal canula to be off-centered. The connector was disassembled and the metal cannula was observed to be bent from the base. Based on the damage observed on the catheter and bent metal cannula, it is likely that the catheter was damaged during the assembly of the device. The product IFU states, ¿with a straight motion, slide the oversleep portion of the connector, aligning the grooves on the oversleep portion of the connector with the barbs on the winged portion of the connector. Do no twist. Note: connector portions must be gripped on plastic areas for proper assembly. Do not grip on distal (blue) portion of the oversleep.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.